Manufacturer narrative:
Insulin pump received with no button response due to moisture damage was found on electronic assembly. Moisture damage was found on motor assembly. No damage on keypad traces noted. No counting, ramping numbers on their own or scrolling bar moving anomaly noted. Unable to verify for back light anomaly due to no button response. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported a battery out limit and issues with the buttons of the insulin pump. The blood glucose reading is 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).